Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that the spheres had poor recognition. It was replaced with a new product and the procedure was completed using the navigation system. There was no surgical delay. There was no impact on the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801075, serial/lot #: (B)(6), ubd: 18-apr-2024, UDI#: (B)(4). H3: hardware analysis was completed on the returned spheres. When attached to a known good frame and fully seated, a good geometry error was displayed with normal tracking. No problem found. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.